Event description:
Per the clinic, the patient experienced an infection (cellulitis) around the abutment site (date not reported). Subsequently, the patient was placed on a 10 to 14-day course of oral antibiotics (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.